Event description:
Related manufacturer reference number: 1627487-2021-16463. It was reported the patients leads displayed high impedance. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken in lead body. This would have caused the reported issue in the field. The fracture wires are consistent with the lead may have been subjected to overstress while in vivo.